Manufacturer narrative:
The insulin pump passed the displacement test. Pump broken reservoir tube lip noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage and a loose retainer ring. Blood glucose value was 7.6 mmol/l at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.